Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak. The pdrn stated this peritoneal dialysis (pd) patient was in treatment on the liberty select cycler utilizing the dual connect liberty cycler set when a fluid leak was observed. The pdrn stated the patient did receive an unknown alarm on the previous cycle. The leak was seen on the top of the patient line near the connector. A second call was placed to customer service on (B)(6) 2023 by a patient contact reporting that the patient had a hole in the cassette which resulted in peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was in treatment on (B)(6) 2023. The patient called the on-call pdrn to report a fluid leak. The patient reported that they were in treatment on the liberty select cycler with the dual connect cycler set and had received an air detected in cassette alarm (unknown phase and cycle), but that the cycler permitted them to continue with the treatment. During the next fill (unknown cycle), the patient noted a hole in the cassette. Additionally, as soon as the fluid began to fill, the solution started to spray from the top of the patient line near the connector. The patient clamped the line immediately and disconnected from the treatment. The patient was instructed by the pdrn to take one dose of prophylactic antibiotics with oral keflex. The patient was instructed to go to the pd clinic on the following day. On (B)(6) 2023 the patient was seen in the pd clinic. A pd culture and cell count were obtained. The patient¿s white blood cell count was 120 with a polymorphonuclear cell count of 64%. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration unknown). The pd culture resulted negative for growth. The patient¿s cell count was obtained a second time a few days after the initiation of antibiotics (date not provided). The white cell count was 50 with a polymorphonuclear cell count of 12%. The patient is continuing to complete pd therapy during recovery. The pdrn stated the leak is the suspected cause of the patient¿s peritonitis event. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal and likely causal relationship between peritoneal dialysis (pd) therapy utilizing the dual connect liberty cycler set and the patient event of peritonitis. The patient was in pd therapy utilizing the cycler set when a fluid leak was observed. The patient reported a hole in the cassette and additionally reported fluid spraying from the top of the patient line near the connector. The patient was subsequently diagnosed with peritonitis based on lab values. The patient¿s pd culture resulted in negative growth; however, the patient was instructed to take prophylactic antibiotics prior to a culture sample being obtained. The most common cause of culture-negative cases is the initiation of antibiotics before cultures are obtained. Although the sample has not been received for manufacturer investigation at this time, it is likely that the leak reported by the patient is the cause of the peritonitis event. Therefore, the liberty cycler set cannot be excluded as the cause of the patient¿s peritonitis.

Event description:
On 03/jan/2023 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak. The pdrn stated this peritoneal dialysis (pd) patient was in treatment on the liberty select cycler utilizing the dual connect liberty cycler set when a fluid leak was observed. The pdrn stated the patient did receive an unknown alarm on the previous cycle. The leak was seen on the top of the patient line near the connector. A second call was placed to customer service on (B)(6) 2023 by a patient contact reporting that the patient had a hole in the cassette which resulted in peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was in treatment on (B)(6) 2023. The patient called the on-call pdrn to report a fluid leak. The patient reported that they were in treatment on the liberty select cycler with the dual connect cycler set and had received an air detected in cassette alarm (unknown phase and cycle), but that the cycler permitted them to continue with the treatment. During the next fill (unknown cycle), the patient noted a hole in the cassette. Additionally, as soon as the fluid began to fill, the solution started to spray from the top of the patient line near the connector. The patient clamped the line immediately and disconnected from the treatment. The patient was instructed by the pdrn to take one dose of prophylactic antibiotics with oral keflex. The patient was instructed to go to the pd clinic on the following day. On (B)(6) 2023 the patient was seen in the pd clinic. A pd culture and cell count were obtained. The patient¿s white blood cell count was 120 with a polymorphonuclear cell count of 64%. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration unknown). The pd culture resulted negative for growth. The patient¿s cell count was obtained a second time a few days after the initiation of antibiotics (date not provided). The white cell count was 50 with a polymorphonuclear cell count of 12%. The patient is continuing to complete pd therapy during recovery. The pdrn stated the leak is the suspected cause of the patient¿s peritonitis event. No further information was provided.